Event description:
It was reported that the patient began using omnipod without proper training and set basal settings double what they previously used prior to switching to omnipod. The patient's aunt called an ambulance due to low blood glucose levels. No information was provided regarding treatment while at the hospital. While at the hospital the patient did receive proper training on the omnipod system and their settings were updated and the patient has not experienced low bgs since.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.